Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide a correction/additional information to section b5 and to provide the completed investigation results. The additional information in section b5 was inadvertently not on the initial report. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed as the sample was not available for assessment. The exact root cause cannot be determined. Review of DHR showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
It was reported that there was no direct allegation against the device.

Event description:
The user facility reported that when they had opened the sheath kit and there was no cover on the needle. As a result, a scrub got stuck with the needle.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation - inventory agency ccl. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.